Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to okr. Okr checked the subject device and found the reported phenomenon, and also found that this phenomenon was attributed to the breakage of the suction channel. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device for repair at the service department of olympus (B)(6) (okr), it was found that there was a leakage at the suction cylinder and foreign material came out from the leaked portion of the suction cylinder. Even though using the cleaning brush, the reported foreign material could not be removed, and this foreign material remained on the suction cylinder. The reprocessing method of the subject device at the user facility is unknown. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus korea (okr). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon (the foreign material came out from the suction cylinder) could not be conclusively determined. However, based upon the information from okr, investigation result and past similar case, omsc surmised that the subject foreign material was attributed to residual chemical solution resulting from device damage or improper reprocessing. If additional information is received, this report will be supplemented.